Event description:
An attempt was made to use a resolute integrity rapid exchange (rx) drug-eluting coronary stent to treat a lesion in the mid rca. The lesion was pre-dilated; however it was reported that the resolute integrity device could not cross the lesion and was removed from the body. The target lesion was treated using another resolute integrity rx stent of the same size. No clinical sequelae were reported. The device was returned to the manufacturing facility and damage was noted to the stent on inspection. Evaluation summary: the distal tip was partially flattened. A number of struts on the 3rd proximal stent segment were raised and pulled distally. Numerous segments were deformed with struts partially raised and slightly overlapping.

Manufacturer narrative:
Evaluation, results: (root cause of event cannot be determined due to limited information available). Inherent risk of procedure (stent damage, failure to deliver the stent). Evaluation, conclusions: no conclusion can be drawn (root cause of event cannot be determined due to limited information available). (B)(4).